Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported failure with the pressure transducer not passing the pre-use check was reproduced and the cause was found to be the pressure transducer printed circuit board. Despite several reminders it is not known if the machine was repaired, no parts were returned and no device logs are available for further investigation. The root cause cannot be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).